Manufacturer narrative:
Age, weight and ethnicity: unknown/no information date of event: the exact date is unknown, the best estimate is prior to april 4, 2022. Model number: partial model number indicated since the serial number was not provided. Catalog number: partial catalog number indicated since the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown as the serial number was not provided. Unique identifier (UDI) number: a complete UDI number is unknown, as the serial number was not provided. If implanted; give date: unknown, information not provided. Device manufacture date: unknown as the serial number was not provided. The device was not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was explanted from the patient's operative eye due to intractable glare. The patient was 20/20 uncorrected with manifest refraction (mr) of -0.25 sphere. The lens was replaced with another different model johnson and johnson iol (model dib00). No further information was provided.